Manufacturer narrative:
B3 unknown. One device was received for evaluation. Visual inspection found a peeled downstream occlusion (dso) seal. The event history log revealed error code 41171. Functional testing was able to duplicate the issue. It was determined that most probable cause is the printed wire assembly (pwa) board. The pwa and the dso sensor were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a last error code 41171. There was no patient involvement.